Event description:
It was reported that customer had difficulty keeping cartridge in place. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.